Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds. The lead was found to have perforated the right ventricle. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.